Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection at the ipg site. Symptoms of swollen, warm, and discolored were noted. The physician does not believe it was device related but has confirmed that patient's smoking contributed to possible infection. The patient was placed on antibiotics and underwent an explant procedure.